Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately 63 years old. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: comparison of left bundle branch and his bundle pacing in bradycardia patients. Journal of the american college of cardiology clinical electrophysiology. 2020. 6 (10); 1291-1299. Doi.org/10.1016/j.jacep.2020.05.008. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding his bundle pacing in bradycardia patients. The article reports patients that experienced septal perforations during the procedure, which resolved with lead repositioning. Post implant there were leads that exhibited high and increased thresholds and lead dislodgments. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.